Event description:
Event description guidant received information that this bipolar lead was exhibiting high impedance and high threshold measurements. Impedance was >2500 ohms. The lead was removed from service and surgically abandoned. An additional guidant lead was successfully implanted. No other adverse events have been reported.